Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was confirmed that the spare lamp was defective, which caused an error e207. The customer's originally reported issue of spare bulb failure was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that, during reprocessing, their visera elite xenon light source was noted to have had a spare bulb failure, which caused the spare lamp indicator to blink. Upon inspection and testing of the returned unit, it was confirmed that the spare lamp was defective, which caused an error e207. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions both originally reported as well as found during evaluation.